Event description:
It was reported that during a device check, this right atrial (ra) lead exhibited noise. Technical services (ts) was consulted and noticed myopotentials on the ra lead and suspected an insulation breach. Additionally, there were myopotentials on the ra channel. The health care professional (hcp) elected to follow this ra lead remotely and watch for myopotentials that could lead to inappropriate atrial tachy response (atr) mode switch. Ts confirmed these myopotentials were not oversensed. This ra lead remains in service and no adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).